Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in the set) is not confirmed and the cause was not identified because the companion sample did not duplicate the alarm in the lab, a batch review was performed with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error 2240. The technical service representative (tsr) had the caregiver (cg) cycle the power. The alarm cleared. The tsr advised the cg to start over with new supplies. (B)(4) contacted hp on (B)(6) 2011. The hp stated he was able to complete therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.